Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported device damaged by another device (caused damage) was due to procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 5. A triclip xtw was inserted and deployed on the tricuspid valve. An additional triclip xtw was inserted and advanced to the tricuspid valve. However, difficulties visualizing the clip occurred and when the second clip was inverted to come from the right ventricle (rv) into the right atrium (ra), the second clip had interacted with the first clip, and it was observed that the first implanted clip had detached from the anterior leaflet and remained attached to the septal leaflet (single leaflet device attachment/slda). To stabilize the slda clip, the second clip was repositioned and deployed on the tricuspid valve, reducing the tr to a grade of 4. There were no adverse patient effects and no clinically significant delay in the procedure.